Manufacturer narrative:
The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the intraocular lens (iol) tore upon insertion into patient's operative eye. The lens was removed during the same procedure. The patient¿s daily activities were not affected and the patient has fully recovered. No further information was provided.